Event description:
The pt reported hearing overly loud sounds. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. The pt is able to use his device with a simple coding strategy. Explantation/reimplantation surgery had not been scheduled as of the date of this report.